Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that the case was complicated due to the fact that pneumo was leaking through torn trocar gaskets and 1 seal reducers. There was no pt consequence.